Event description:
The hospital staff tried to pick up the helmet from the trolley. The helmet changer would move downward properly, but not upward. This customer had received a new actuator arm as part of fco previously. However, the actuator failed during use. In 2008, the actuator arm was again replaced with a part from another kit.

Manufacturer narrative:
Investigation results: actuator MFR made unauthorized component material change resulting in component failure during use. This site's part failure was directly related to the component material change. Component material has been corrected by subcontractor and new component replacement initiated (see below). Corrective action: technical note 200 068, "safety issue with helmet hoist actuator" and field change order 200 067, "investigation and correction of helmet changer actuators" were both released as corrective actions to address this issue in 2008. Technical note 200 068 serves as a caution to users of the gamma knife units until such time as the permanent fix can be installed. Field change order 200 067 is the permanent fix issues, and includes specific serial numbers of machines that were affected. At this particular site, a new actuator was installed as part of the corrective action associated with field change order 200 067. Installation of the new actuator successfully addressed the problems seen earlier.